Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. The investigation analysis of the reported event showed that the blood glucose (bg) fingerstick measurements were not entered as calibrations, but rather as manual glucose event entries. The system is designed to adjust glucose calculations based on the calibration entries and not on manual glucose event entries. The manual bg entries are for event logging and will not be considered by the system as calibration entries. Furthermore, during the sensor data review, it was also suspected that user was not calibrating properly. The user was likely using estimated sg values displayed by the eversense system for calibration entries, rather than using bg values from actual fingerstick measurements. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings. The overall sensor performance was within expectations and there was no malfunction of the system. The differences between sg and bg values observed by the user were due to the improper calibrations. A feedback to the user was provided to ensure correct fingerstick measurements are entered at all the times to avoid deviation in the sensor readings.

Event description:
Senseonics was made aware of a hypoglycemia incident and the patient complained of sensor inaccuracies. The incident happened on (B)(6) 2022 at 11:30 am. Patient reported that the bg value at that time was 1.8 mmol/l where as the ever sense xl cgm displayed 5.5 mmol/l. Patient did not receive the alert. Patient did not require any medical treatment and was able to self resolve the issue.